Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The clave additive port reportedly snapped off from a sealed package. The set was replaced and therapy resumed. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone number: (B)(6).

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #14045059. --> one used list #unknown, sodium chloride inj. 0.9% 250 ml intravenous bag; lot #unknown. --> one used list #unknown, extension tubing; lot #unknown received two images illustrating a broken semi-rigid joint between the top of a burette and a clave. The breakage in the pictured set did not match that of the used device that was received. The used/returned set was attached to an ICU medical-provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The complaint of missing clave additive port can be confirmed based on the image returned. Without the return of the pictured sample a probable cause cannot be determined. The complaint could not be replicated or confirmed on the returned sample. The complaint of missing clave additive port can be confirmed based on the image provided by the customer. Without the return of the pictured sample, a probable cause cannot be determined. The complaint could not be replicated or confirmed on the returned sample. As received, the used device's clave, burette, and semi-rigid joint were observed to be intact and their bonds secure. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint d9 - date returned to mfg: 06feb2025.